Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2024-00096. The device was returned to olympus for evaluation and the evaluation found that the bending section angle was in specification. There was no abnormality in the shape of the bending section and no excessive curve. The bending section smoothly angulated. No abnormal movement of the insertion tube was found while the stiffness ring was rotated, and no other abnormalities noted. The knob torque was also in specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that after a routine colonoscopy with a colonovideoscope, with propofol sedation, the patient died. The procedure went for almost 2 hours, which was normal for the facility. It was also the first time this scope had been used. The surgeon noted that the actuator became difficult to articulate during the procedure but the scope was examined post procedure and the articulation seemed normal. There was no indication during the procedure that the patient was hemodynamically compromised. The patient did not wake up in the recovery room. The rapid response team was called as the patient's respiratory and heart rates were increased, and their abdomen was distended. A computerized tomography (CT) scan, electrocardiogram and cardiac enzymes were performed. The CT scan showed free air in the abdomen and a perforation was suspected. The patient was intubated and then flown to an out of state hospital as the initial facility did not have an intensive care unit. The patient underwent removal of a portion of their bowels. It was stated that bleeding and clotting occurred and the patient ultimately expired. An autopsy report as well as additional circumstances surrounding the event were requested multiple times but not received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the patient death after the procedure could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer contact clarified that the suspected perforation was indeed a confirmed perforation.

Manufacturer narrative:
It was initially reported that a perforation was suspected. Subsequently, it was confirmed that the patient experienced a bowel perforation. This report has been submitted by the importer under this MDR report number 2429304-2024-00096.